Manufacturer narrative:
An unspecified date of january 2020. An unspecified date of january 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line connector of an amia disposable set was disconnected. The disconnected pull ring cap was observed to be disconnected from the patient line and inside the shipping pouch prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.